Event description:
A pt reported blood glucose results of "59, 68, 86, 132, and 69 mg/dl" with a lifescan meter, performed within 11-20 minutes of each other. However, the pt was not cleaning the puncture site correctly which can affect results. Control solution tests were run on two different vials of strips with the correct strip code entered into the meter before each test. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.